Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting repeated ¿pump not primed¿ messages. The patient reportedly would replace the battery and go through the rewind, load, and prime process, but the message would recur after 10 to 20 minutes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the black box did not show any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications. The pump casing was removed and there were no defects found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation.